Event description:
It was reported the patient experienced ineffective stimulation. Reportedly, reprogramming was tried to no avail. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the scs system was revised and an additional lead was implanted. Reportedly, effective therapy was achieved post operatively.